Event description:
A female pt contacted zoll customer support to report that she received a wrench code on her monitor screen. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code) has been confirmed. Upon evaluation, a service code 29 - charger profile fault was displayed at power-up. The cause of the service code 29 was an open resister r45 would have prevented proper charging of the high voltage capacitors. In addition, high voltage capacitor c20 was out of tolerance and during testing, resulted in damage to components u204, u205, and the pld. The root cause of the open r45 or the out of tolerance c20 capacitor cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.